Manufacturer narrative:
The reported problem was resolved through troubleshooting with the assistance of olympus technical support via the phone. Through troubleshooting, the reporter isolated the error to the olympus, model bf-1th190 scope. Technical support recommended to the reporter that the suspect scope be returned to olympus for evaluation. The investigation is ongoing and the definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
A user facility reported to olympus that errors "e216" and "b30" were observed when using the olympus, model clv-190, evis exera iii xenon light source with an olympus, model bf-1th190 scope. This report is submitted due to a report of "b30" error. The problem, as reported to olympus, was identified during preparation for use. The intended procedure was completed using the same clv-190 and a different scope. There was no patient injury, associated with the problem, reported to olympus.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 6 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, the root cause of the b30 error could not be identified. Olympus will continue to monitor field performance for this device.